Event description:
It was reported that the user awoke with low alert at blood glucose value of 64 mg/dl and fingerstick 66 mg/dl, and was on the fill tubing sequence, then performed a fill tubing setup while connected and inadvertently delivered 11.9 units of insulin despite reporting she had been asleep, after which she treated with carbohydrates. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with 15 g oral carbohydrates followed by planned recheck, no hospitalization. Investigation included review of engineering logs and user counseling on treating low glucose. Investigation of this case revealed an unintended insulin delivery during the fill tubing procedure while connected to the infusion set. It was concluded, based on previously established findings for similar reports, that user interaction during the fill tubing sequence while connected to the infusion set was the likely cause.